Manufacturer narrative:
The lot number was provided. A review of the approved device history records are being reviewed indicated the lot met all release criteria. The device was not returned to the manufacturer.; therefore, an evaluation could not be performed. The root cause could not be determined.

Event description:
It was reported that the azur embolization coil detached unexpectedly without use of the controller. The coil was successfully snared and withdrawn without further incident. The patient is reported to be stable. There was no reported patient injury.